Event description:
The user facility reported their washer was leaking water onto the floor. The water spread approximately four feet beyond the facility's floor mats which are placed around the washer to reduce slipping hazards. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician was on site for another repair when he was informed of the genfore washer's leak. The steris technician evaluated the washer and found loose hose clamps underneath the unit. The technician tightened all hose clamps, performed a test cycle and confirmed the unit was operating to specification. The unit was installed in july of 2012 and is currently under a steris service contract. The last pm was performed on november 25, 2013 at which time the unit was confirmed to be operating to specification.